Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe. As per the investigation procedure, non penetrating nicks, wear abrasion and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade unknown. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d6a, d6b, h6.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade unknown. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade unknown. The device remains implanted.